Event description:
It was reported that during to a laparoscopic cholecystectomy procedure, a scrub nurse fired the device to check its function before use on the patient, and a clip ejected. The event occurred several times, and then a deformed clip jammed in the jaws. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the top and lower shroud broken causing that the clips to be ejected. However, it could not be determined what may have caused this condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.